Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a lesion in the lad exhibiting 80% stenosis. The stent was deployed successfully to proximal lad at 14 atm. It was reported that the balloon of the stent could not be withdrawn easily and the guide catheter sucked into the proximal edge of the stent requiring the physician to have to post dilate the stent proximally. No patient injury occurred. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.